Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor 1: reference meter with masterlot strips: 3.3 inr, reference meter with customer strips: 3.5 inr. Donor 2: reference meter with masterlot strips: 2.8 inr, reference meter with customer strips: 2.8 inr. The maximum difference between measurements with the same blood sample was 6 %. Returned customer material complies with specification. Relevant retention test strips (lot 294945) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient brought her own coaguchek xs meter to an appointment at the customer's facility to run qc. Qc was fine on the patient's meter. When the patient was tested on the customer's coaguchek xs plus meter serial number (B)(4), the xs plus meter produced higher inr results. Based on the data provided, discrepant high results were generated between the customer's xs plus meter and a laboratory using the dade innovin method. The customer's colleague tested the customer on the xs plus meter and the strip was not recognized for the first test. The next inr result was "high." The actual result was not provided. The patient was then tested on the xs plus meter and the result was 4.5 inr at 9:00 a.m. The patient was tested on the patient's own coaguchek xs meter approximately 20 minutes later and the result was 3.5 inr. The same strip lot was used on both meters. A venous sample was obtained from the patient within 18 minutes and the result from the laboratory was 3.4 inr. There was no allegation that an adverse event occurred. On (B)(6) 2018 the customer ran qc on the xs plus meter and the results were acceptable but they got an intermittent error 405. An error 405 occurred when inserting a strip and the customer was unable to test. The customer removed and re-inserted the test strip 3 times and then it cleared. Qc results were ok. The test strips were requested for investigation.